Manufacturer narrative:
H.6 evaluation: original samples were discarded by the hosp. Samples from their inventory have been sent to smith healthcare manufacturing for eval. Upon the completion of their evaluation, a follow up report will be filed.